Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Type of investigation field corrected to reflect that the device was not returned for olympus inspection. Based on the results of the investigation, the event was attributed to user handling. The water filter was not replaced in accordance with the instruction for use (IFU) resulting in insufficient reprocessing of the scope. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions for oer-6, operation manual, chapter 7 ¿routine maintenance¿, section 7.3 ¿replacing the water filter (maj-2317)¿ describes the recommended frequency of replacement of the water filter. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope had an insufficiently reprocessed scope and water filter used. The issue was discovered during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.